Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and found that the patient's right ventricular (rv) lead exhibited low sensing and high capture threshold. It was suspected that the rv lead was dislodged, but a chest x-ray was performed and the results were inconclusive. The rv lead was explanted and replaced. The patient had no adverse consequences due to the event.